Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2000, the patient underwent caudal epidural injection with corticosteroid. On (B)(6) 2000, the patient was presented for office visit with persistent right lower extremity radicular pain. She underwent x-rays of lumbar spine: show degenerative disc disease at l5-s1. The MRI shows recurrent disc herniation. Diagnosis: recurrent l5-s1 disc herniation. On (B)(6) 2000, the patient was presented for office visit. She underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2001, the patient was presented for office visit with back and right lower extremity radicular complaints. Physical examinations: she has some mild discomfort with axial compression of her shoulders and simulated rotation of her pelvis. Her right lower extremity demonstrates some diminished sensation in the posterolateral aspect of the right calf in an l5-s1 distribution. Diagnosis: recurrent herniated disc, l5-s1, status post posterior spinal instrumentation and fusion at l5-s1 with persistent right lower extremity radiculopathy. On (B)(6) 2003, the patient was presented for office visit with acute onset of pain. She had weakness of the right ehl mechanism when compared to the left. She underwent x-rays of the lumbar spine: plain radiographs demonstrated a solid arthrodesis of l5-s1. She had continued to have some degenerative disc disease at the adjacent l4-s1, which was present prior to her posterior lumbar instrumentation and fusion. Assessment: right lower extremity radiculopathy; low back pain. On (B)(6) 2003, the patient was presented for office visit with lower extremity numbness and moderate to severe pain. She underwent x-rays of the lumbar spine: annular tear at l4-5 at the previously operated segment with some degenerative changes. On (B)(6) 2003, the patient was presented with follow up visit. She reported severe excruciating pain. She underwent x-ray of the lumbar spine: solid arthrodesis at l5-s1. She also underwent MRI of the lumbar spine: annular tear at l4-5 above her previously operated segment. Physical examination: she has some mild dorsiflexion weakness of the right foot when compared to the left. Straight leg raise was positive on the right when compared to the left. She had mild atrophy of the right lower extremity at the calf, when compared to the left, the skin was not shinny, she had no evidence of reflex sympathetic dystrophy or complex regional pain syndrome. Diagnosis: annular tear with right lower extremity radiculopathy, l4-5, above the previously instrumented fusion at l5-s1. On (B)(6) 2003, the patient was presented for office visit with low back and right lower extremity pain. She underwent MRI. Impressions: solid arthrodesis at l5-s1. There was moderately degeneration at l4-5 disc. On (B)(6) 2003, the patient was admitted to the hospital. Admitting diagnosis: internal disc derangement l4-5, right lower extremity radiculopathy, segmental instability. Preoperative diagnosis: internal disk derangement l4-5, with right lower extremity radiculopathy and segmental instability. Procedures performed: anterior l4-5 lumbar discectomy with cauda equina decompression; exploration of fusion at l5-s1, with solid interbody fusion; augmentation of fusion l5-s1 anteriorly; anterior spinal instrumentation with custom machine biomechanical femoral allograft spacer; instrumentation with anterior lumbar plate; insertion of bone morphogenic protein; posterior spinal instrumentation l4 to s1; posterior lateral fusion l4 to s1; revision laminectomy l4 to l5, with foraminotomies at l4-5 and l5-s1. Preop notes: the anterior longitudinal ligament was resected from the l5-s1 segment and the remnant of the disk material was identified but appeared to have a solid arthrodesis. The morselized bone, as well as bone morphogenic protein was laid in the trough to augment the anterior interbody fusion at l5-s1. The endplates were then prepared for fusion with osteotome and straight curved curets. A 13 x 11 millimeter anterior femoral autograft with moderate lordosis was then impacted in place near flush with the posterior vertebral body margin. The remainder of the disc space anteriorly was filled with bone morphogenic protein and demineralized bone matrix. On (B)(6) 2003, the patient was discharged from the hospital. On (B)(6) 2003, the patient was presented for office visit for follow up. She underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2003, the patient underwent right l5-s1 lumbar transforaminal epidural injection with corticosteroid. On (B)(6) 2003, the patient was presented for office visit with low back discomfort with increasing radicular symptoms. Physical examinations: general inspection reveals a thoracolumbar brace with lumbar spine range of motion restricted secondary to the brace. Straight leg raise was positive for radicular symptoms on the right. Neurologic assessment reveals the appearance, tone and coordination of the upper and lower extremities was normal throughout. Impressions: status post l4-5 and l5-51 lumbar discectomy and fusion; residual lumbar radiculopathy. On (B)(6) 2003, the patient was presented for follow up office visit. On (B)(6) 2003, (B)(6) 2004, the patient was presented for office visit with some right lower extremity radicular pain. She underwent x-rays. No complication was reported. On (B)(6) 2004, the patient was presented for follow up visit. She was 2 months status post dorsal column simulator placement. No complication was reported. On (B)(6) 2005, the patient was presented for office visit with right lower extremity pain. On (B)(6) 2005, the patient was presented for office visit. No complication was reported. On (B)(6) 2005, the patient was presented for office visit with left knee pain and re-evaluation. It was observed in the physical examination that there was slight amount of fluid and minimal crepitus with range of motion. On (B)(6) 2006, the patient underwent a surgery. Preoperative diagnosis: right lower quadrant abdominal pain. Procedure performed: laparoscopic appendectomy. On (B)(6) 2010, the patient was presented for office visit. No complication was reported.